Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure, the lock on the sheath of the micro introducer is allegedly too tight and the inner tube cannot be removed. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 5fr dilator was returned for evaluation. Visual and functional evaluations were performed. No visual anomalies were noted. An attempt to remove the loaded inner dilator was performed and was successful as it retracted without issue. No resistance was felt during attempt. An attempt to load back the inner dilator into the dilator sheath was performed and was successful as the inner dilator was able to lock into place without issue. Therefore, the investigation is unconfirmed for the reported defective component as no defect was noted during evaluation. However the investigation is inconclusive for the reported difficult to remove as the exact circumstances at the time of the reported event cannot be verified. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h3, h6 (patient, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure, the lock on the sheath of the micro introducer is allegedly too tight and the inner tube cannot be removed. There was no patient contact.